Event description:
It was reported that during surgery the unit was set on 43 degrees celsius, anesthesia noted the pt's vitals were starting to decline, felt the hose and it was cold. Very little information was provided to the manufacturer regarding the specific pt.

Manufacturer narrative:
Unit was returned for analysis. The unit was analyzed on june 3, 2013 and qa verified on june 12, 2013. The unit had a bad elbow sensor. Trend and incident reported as being low. Results: a device that malfunctions due to a component(s) that does not operate correctly and according to the device's specifications. Conclusion: the device was repaired and returned to the user (reporter) following a reported device problem. The warming units are reusable devices for they are equipment. They do require the use of single use disposals (blankets or gowns). End of report.